Event description:
It was reported that the patient's implantable cardiac monitor exhibited an oversensing issue. No intervention was performed, and the patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.